Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. A mitraclip nt was prepared per the instructions for use IFU). However, while the mitraclip nt was exiting the steerable guide catheter (sgc) and advancing to straddle, resistance was encountered. Minor advancing was applied, and the sleeve jumped forward towards the straddle position into the left atrium (la). The clip was steered down to the valve without further incident. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult advancement was confirmed via device analysis. The reported unintended movement was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult advancement was due to procedural circumstances. The cause of the reported unintended movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2921 difficult to open or close.